Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28jan2019. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator generated a check vent battery alarm. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 26mar2019. The philips service engineer (se) inspected the device. The se found that the ventilator did not charge the battery. The se replaced the battery to address the issue and the ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.